Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported prior to starting a procedure the ultrasound did not emit. Surgery was started and completed using an alternate system with no impact to the patient.